Manufacturer narrative:
The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. Alcon lensx (B)(4) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. (B)(4). The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A site clinical application specialist reported; following the laser portion of laser assisted cataract surgery, a superior tag was noticed. The surgeon carefully completed the rhexis and during phaco the anterior capsule tear extended to the posterior capsule and an anterior vitrectomy was performed. All lens fragments were successfully removed and a sulcus lens was implanted successfully. The outcome is resolved. The surgeon attributes the tear to the area of micro adhesion on the capsule.